Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified line of the homechoice cassette disconnected from a solution bag. This was noticed during dwell three of five of peritoneal dialysis therapy. It was further reported that the connections were properly tightened. There was no patient injury or medical intervention associated with this event. No additional information is available.